Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to verify or duplicate the reported problem. The device passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that a request was made for occlusion-detection pressure calibration. This occurred during priming at the facility. There were no reported patient involvement and no harm or adverse event.